Event description:
Lenstec, inc. Received an email notification stating "the loop of the lens was broken during the surgery. Enlarged incision to take out the lens and implanted another lens".

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. Lenstec was able to perform an inspection of the complaint device and found that both haptics were in tact and no other issues noted. , lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec is unable to corroborate the claim that the loop was broken as both haptics were in tact.